Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a button error alarm on their insulin pump. The customer's blood glucose was 12.4 mmol/l. Customer stated it was impossible to press any buttons. No additional information provided.